Event description:
According to the reporter, intra-operatively, the device had a packaging issue and balloon physically broke, none of the balloon dissection materials appear to describe the presence of a "wrap" or "sleeve" and that when it is present in the sterile packaging that it should not be removed as it aids in the insertion of the dissection balloon and access trocar. The scrub tech removed the wrap which led to balloon rupture on insertion. The inferior epigastrics were harmed and bleeding during the insertion of the dissection balloon. In order to resolve the issue and complete the case, the surgeon repaired the blood vessels via the tep procedure.